Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 86 mg/dl, and the bg meter was reading 37 mg/dl. The patient was sweating, her hands and feet were cold and numb, and she eventually lost consciousness. The patient regained consciousness on her own, and self-treated with a glucose tablet and by taking nasal glucagon (baqsimi). After treatment, the patient¿s cgm was reading 150 mg/dl while the bg meter was reading 65 mg/dl. The patient called her doctor, but her doctor was out of the office. The patient was still wearing the same sensor at the time of report. She was also feeling better but a little lightheaded. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.